Event description:
Nt821731c - natus evd drainage system broke overnight. The stopcock at the drip chamber broke. Now to drain to drip chamber, the rn must use hemostats to empty the chamber. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). The lot number of the affected product was not provided. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Root cause/failure investigation: the stopcock is broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected product was not provided. The customer reached out to natus on april 18th, 2024 to note their luer lock is broken. Customer returned the complaint form, confirmed there was no delay in surgery, patient injury or additional medical intervention required. Customer confirmed product is available to be returned. Customer was provided with information from technical service on how to return the affected product. Risk review: per doc-035405 rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.9 cause - the stopcock at the bottom of the burette tube fails during the operation. Effect (harm) - over drainage/under drainage of csf leading to possible infection risk severity:11 (medium). No related capas. Evaluation of the returned affected part to be carried out.

Event description:
Nt821731c - natus evd drainage system broke overnight. The stopcock at the drip chamber broke. Now to drain to drip chamber, the rn must use hemostats to empty the chamber. No injuries.